Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not last as long as expected. The ICD was explanted and replaced as it was approaching elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. The analyst commented that the weekly battery voltage trend data shows a battery voltage of 2.653v to 2.639v between (B)(4)-2013 and is before the time of recommended replacement time (rrt), which is less than or equal to 2.6251v.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.